Manufacturer narrative:
The alarm trace shows abnormal probe sucking alarms, which could be caused by sample probes that are (partly) blocked or clogged. If the sample material is affected by fibrin or clots it could cause the sample probe to get blocked/clogged. The field service representative checked the analyzer, but did not change any parts. The customer has not had any other issues. The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
This event occurred in (B)(6). The investigation is ongoing.

Event description:
The initial reporter received questionable c-reactive protein, potassium, and sodium results for 1 patient sample on cobas 6000 core unit module. The initial results: the c-reactive protein result was 1.17 mg/l. This result was reported outside of the laboratory. The potassium result was 2.47 mmol/l. This result was not reported outside of the laboratory. The sodium result was 84 mmol/l. This result was not reported outside of the laboratory. The repeated results: the c-reactive protein result was 15.57 mg/l. The potassium result was 4.12 mmol/l. This result was reported outside of the laboratory. The sodium result was 140 mmol/l. This result was reported outside of the laboratory. The sample was repeated a second time and the results were: the c-reactive protein result was 16.14 mg/l. The potassium result was 4.10 mmol/l. The sodium result was 139 mmol/l. The corrected c-reactive protein result was released to the customer. It is unknown which repeated c-reactive protein result was believed to be correct. The electrode and reagent lot numbers were requested, but not provided.